Event description:
It was reported that this right ventricular lead was explanted due to noise. Following the extraction of this lead, the associated right atrial lead was explanted and the tip broke off. While working on extracting another lead, from a different manufacturer, the patient's blood pressure dropped and it was determined that the ventricle had been perforated. An estimated 500 cc of blood entered the pericardium and the patient was sent to cardiac surgery where they subsequently expired.